Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a bag of fentanyl that was intended to run at 25mcg/h (2.5ml/h) was hung at 10:40 and was found empty at 10:52, although the pump indicated a volume to be infused of 245.6ml. The patient was intubated and on a ventilator at the time; their blood pressure fell to 83/46 and a 250ml bolus of normal saline was administered in addition to reducing the dose of propofol that was infusing. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. Review of the pcu event log review identified that on december 30, 2015 at 10:44am, the device alarmed for flo stop open and one minute later fentanyl 2500mcg/250ml was programmed to infuse at a calculated rate of 2.5ml/h with a vtbi of 250ml. At 10:48am, a patient side occlusion alarm occurred and the pump was restarted. At 12:31pm the channel off key was pressed. Between 12:40pm and 12:43pm, the infusion was restored immediately followed by the channel off key being pressed. It is not known what volume of solution was contained in the IV bag and why the pump was stopped. One minute later, the unit was removed; total volume infused was calculated at approximately 4.4ml. Functional testing performed found the module to be delivering fluid within specification root cause of the reported event was not identified.

Event description:
The customer reported that a bag of fentanyl that was intended to run at 25mcg/h (2.5ml/h) was hung at 10:40 and was found empty at 10:52, although the pump indicated a volume to be infused of 245.6ml. The patient was intubated and on a ventilator at the time; their blood pressure fell to 83/46 and a 250ml bolus of normal saline was administered in addition to reducing the dose of propofol that was infusing. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. Review of the pcu event log review identified that on (B)(6) 2015 at 10:44am, the device alarmed for flo stop open and one minute later fentanyl 2500mcg/250ml was programmed to infuse at a calculated rate of 2.5ml/h with a vtbi of 250ml. At 10:48am, a patient side occlusion alarm occurred and the pump was restarted. At 12:31pm the channel off key was pressed. Between 12:40pm and 12:43pm, the infusion was restored immediately followed by the channel off key being pressed. It is not known what volume of solution was contained in the IV bag and why the pump was stopped. One minute later, the unit was removed; total volume infused was calculated at approximately 4.4ml. Functional testing performed found the module to be delivering fluid within specification root cause of the reported event was not identified.